Event description:
It was reported surgical intervention was undertaken to replace the pt's (B)(6) ipg due to the inability to establish communication with the device via either the programmer or charging system. The pt had allegedly discontinued use of the ipg as he felt his angina pain was insignificant. However, he reportedly did not recharge the device during the approximate three to six month hiatus. In addition, it was reported the pt suffered two falls one of which had impact near the ipg site. Effective stimulation coverage was recaptured for pt following the replacement procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.